Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that this patient experienced a high priority alarm and felt the pump turn off and on. The controller was assessed during clinic visit and was noted to have a loose power port. Log files were sent and confirmed a controller power-up and associated pump start on (B)(6) 2016 at 17:45:50.the controller was exchanged with minimal pump off time and was well tolerated by the patient. The patient also reported that he believed that his old ac adapters may have been related to the power issue, so he disposed of them. The patient was issued a new controller and two ac adapters. No further information was provided.

Manufacturer narrative:
The reported pump restart was confirmed on the returned (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up event on (B)(6) 2016 at 17:45:50 and subsequent motor start event at 17:45:59. Prior to these events, (B)(4) was connected to a cac adapter and (B)(4), which had ninety-eight percent (98%) remaining charge. Following these events, (B)(4) was connected to a cac adapter and (B)(4), which had ninety-six percent (96%) remaining charge. The most likely cause of these events can be attributed to a double disconnect of external power sources from the controller. Both power ports were secure against the controller housing. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. Review of the manufacturing documentation confirmed that the cac adapters met all requirements for release. The most likely root cause of the controller restart can be attributed to a double disconnect of external power sources from the controller. No failure was detected on the controller's power ports. Both ports were secure against the controller housing. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.